Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise leading to oversensing. No intervention was performed. There were no patient consequences.